Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex shield was returned inside a biohazard bag and shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal end appeared not open and frayed. The braid's proximal end was found to be open and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open distal¿ was confirmed, as the braid's distal end was not open and frayed. The cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, or deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was moderate, and the braid was not positioned in the vessel bend, which eliminates these factors as potential causes. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the pipeline for which the extra pushwire was returned was model: ped2-500-18. Lot number: b791122. This was the pushwire from the pipeline that was successfully implanted. No device issue with the pipeline for which the extra pushwire was returned.

Event description:
Additional information received reported the pipeline had not been placed in a vessel bend when it failed to open. The pipeline was retrieved and redeployed but did not succeed in opening the pipeline. The cause of the failure to open was not determined.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when using a dense mesh stent to treat the aneurysm, the stent tip could not be opened. After multiple attempts, it still could not be opened. Another stent and catheter were used, and the surgery was successful. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for dense mesh stent for aneurysm treatment of a saccular, unruptured c6 aneurysm with a max diameter of 5.7 mm and a 4.76 mm neck diameter. The landing zone was 4.75 mm distal and 5.1 mm proximal. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was smooth blood flow. The access vessel was the femoral artery with a diameter of 5.7 mm.